Manufacturer narrative:
Sample from the patient was submitted for investigation. The results for ft3, tsh, t3 were all higher than the reference ranges. The result for ft4 was within the reference range. No interfering factor to the assay antibody/ idiotype could be identified. No reagent specific issue could be identified and the reagent performed within specification.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for one patient sample from a cobas 6000 e 601 module. The customer noticed the results for elecsys ft3 iii and elecsys ft4 assay were high so the sample was repeated on an architect analyzer. The results for ft3, ft4, and the elecsys tsh assay were discrepant. The sample was submitted for investigation and tested on a cobas 6000 e 601 module. Information concerning if any erroneous result was reported outside the laboratory was requested, but it was unknown. There was no allegation of an adverse event. Refer to the medwatchs with patient identifiers(B)(6) for the other assays involved.

Manufacturer narrative:
A specific root cause could not be determined. Further investigation of the sample did not detect an interfering factor to the ruthenium label of assays or human anti sheep antibodies. Due to the lack of sample volume, further investigation was not possible.